Event description:
A dual wave arthroscopy irrigation device began flushing fluid vigorously during a surgical case, causing swelling past the patient's knee and into her thigh. The patient was undergoing a right knee arthroscopy with meniscus repair. The patient was placed in the supine position on the or bed. Her knee was brought into extension and the pump was turned on. The patellofemoral joint was visualized. The medial gutter was then entered. The medial compartment was entered and an inferomedial portal was created under direct visualization. A hooked probe was inserted and the posterior horn of the medidal meniscus was probed. The meniscus was then repaired. The acl was then probed and found to be stable. The surgeon then attempted to get the leg into a figure of four position and visualize the lateral compartment. It was at this point that the surgeon and the surgical team noted that the arthroscopic pump was cycling water very vigorously. The scrub technician described that the "pump started to go wild and push a lot of fluid into the knee." Throughout the case, the settings on the pump remained at 60, including when the pump was vigorously flushing. The surgeon notes that he and the team were unable to control the pressure and felt that fluid was moving through the knee. The device was discontinued immediately and the patient's leg was assessed. Approximately 3 liters of fluid had been flushed into the patient's leg. No pump alarms sounded and the tubing bladder remained inflated (it did not flatten). Peripheral pulses remained intact and were located by doppler. The patient's right thigh was palpated and found to be edematous. The surgeon used suction to assist in draining some of the excess fluid from the patient's thigh and the amount of swelling did decrease before the patient left the or suite. The physician aborted the remainder of the case and disclosed to the family. The patient was admitted for observation (plan had been to do the procedure as an out-patient) and was able to be discharged the following day. Cms remained intact to the affected extremity. Range of motion was not adversely affected. Swelling continued to decrease throughout the observation period and through discharge. Prior to discharge, the patient's peripheral pulse in the affected extremity was 1+ palpable. The patient rated her pain level at a 2/10 immediately post-operatively, which is expected for this type of procedure. The surgeon and or staff do not know why this event occurred. They report the equipment had no visual defects prior to, during, and after use. The staff involved in the event and the physician have used this equipment before and are experienced in these types of procedures. The surgeon reports he believes the pump malfunctioned and that the event is not related to the user. Or staff report that the device was set up according to the manufacturer's instructions and that the tubing, once connected, remained in place. Or staff discarded all packaging and tubing related to this event. However, they did send the irrigation device to biomed for inspection. Biomed's inspection noted that there were no apparent defects with the device and confirmed that the device was set at 60. The manufacturer was notifed and the device was sent to them for inspection. The manufacturer's inspection found no defects.======================manufacturer response for surgical irrigation device, dual wave arthroscopy fluid management device (per site reporter).======================pump performed as expected.